Event description:
A customer reported that the footswitch failed during a procedure. The case was completed with the same system and accessories following a 20 minute delay. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system, and cleaned and lubricated the footswitch. The system was then tested and met product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).